Event description:
It was reported that the device was not being powered by the battery. The patient was at the grocery at the time of the event, which led their oxygen concentration to decrease and experience dizziness. Patient has since received a replacement battery and is doing fine.

Manufacturer narrative:
B3: date of event is estimated. Due to the device not being returned for this reason, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.